Manufacturer narrative:
Customer reported that the shunt touched to the iris. The shunt remained in the patient eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. No sample was returned, therefore, the condition of the product could not be verified. There have been no additional complaints for the lot. Similar event report indicates that iris touch events may be transient and do not cause harm to the patient. As in this case - the device has remained in the patient eye. Since a sample was not returned, the root cause could not be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. Suture lysis and needling was performed following the implant. The patient also experienced postoperative hyphema. Additional information was requested.